Event description:
Rv (right ventricular) unipolar lead impedance warning on (B)(6) 2023. Pace/sense polarity programmed bipolar. P-waves measure 0.1 mv and atrial sensitivity is programmed 4.00 mv. Possible atrial under sensing noted on stored vt-ns egm #1249. Device assessment: atrial lead capture threshold unavailable, capture management programmed off. P-waves measure 0.1 mv and atrial sensitivity is programmed 4.00mv. Other available daily lead measurements within expected range. Rv unipolar lead impedance warning on (B)(6) 2023. See lead trends. Battery approaching recommended replacement time. Estimated remaining longevity: 8 months. Device has not yet triggered replacement indicator. Arrhythmia summary: clinical status since (B)(6) 2023. Based on programmed zones, device detected: 3 vt-ns (ventricular tachycardia non-sustained) episodes, most recent on (B)(6)2023. Possible atrial under sensing noted on some stored egm's (electrograms). Reference report: mw5120751. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).